Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 43 mg/dl. The customer did not provide further information and declined tandem technical support's offer to troubleshoot or follow up. Reportedly, the customer consumed food to address low bg.